Event description:
Information received by medtronic indicated that the when the sound was buttoned up, it suddenly became initialized. The exact date and time were then entered, but the dates were off. No harm requiring medical intervention was reported. Troubleshooting was not performed successfully however, the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the ngp 770g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states unit passed active current measurement, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit failed to pass the sleep current measurement due to high current. Unit was successfully download using thump for history files and trace files. Unit was successfully downloaded using carelink. Received pump with audio turned off in settings. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/time anomaly noted during testing. Pump error 63 & pump error 4 variable (15) was found on 02/04/2023 13:11 in history files and traces. Pump was cut open to perform visual inspection and found¿ evidence of moisture damage¿on the electronic assembly and force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay. Unexpected battery power loss is confirmed due to isolated to pcb1. Time anomaly is not confirmed. Audio anomaly is not confirmed. Pump error 63 & pump error 4 were confirmed due to being found in history files and traces and due to hardware anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.